Event description:
It was reported that the device requested the sensor code during sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).